Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. The complete initial reporter facility name is (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were in the maintenance phase of cooling. The arctic sun device had alarmed twice unable to obtain stable patient temperature. Nurse stated the patient temperature (pt) was 32.6c, targeted temperature (tt) was 33c, and water temperature (wt) was 40c. Confirmed they have a foley probe connected to the as and a rectal probe connected to bedside monitor. Informed nurse this alarm can either be caused by a bad temperature probe or cable. Informed nurse they can try plugging the foley temperature probe into the bedside monitor if it was compatible to see if it reads accurately on there. If it does, then it may be a short in the temperature cable. They can also try manipulating and flexing the temperature cable to see if this causes the patient temperature to fluctuate drastically. Recommend replacing the temperature probe or cable. If they continue to see the alarm after replacing one, then they recommend replacing the other. Nurse stated they will try this and call back if needed.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Nurse stated the patient temperature (pt) was 32.6c, targeted temperature (tt) was 33c, and water temperature (wt) was 40c. Confirmed they have a foley probe connected to the as and a rectal probe connected to bedside monitor. Informed nurse this alarm can either be caused by a bad temperature probe or cable. Informed nurse they can try plugging the foley temperature probe into the bedside monitor if it was compatible to see if it reads accurately on there. If it does, then it may be a short in the temperature cable. They can also try manipulating and flexing the temperature cable to see if this causes the patient temperature to fluctuate drastically. Recommend replacing the temperature probe or cable. If they continue to see the alarm after replacing one, then they recommend replacing the other. Nurse stated they will try this and call back if needed. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. The complete initial reporter facility name is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were in the maintenance phase of cooling. The arctic sun device had alarmed twice unable to obtain stable patient temperature. Nurse stated the patient temperature (pt) was 32.6c, targeted temperature (tt) was 33c, and water temperature (wt) was 40c. Confirmed they have a foley probe connected to the as and a rectal probe connected to bedside monitor. Informed nurse this alarm can either be caused by a bad temperature probe or cable. Informed nurse they can try plugging the foley temperature probe into the bedside monitor if it was compatible to see if it reads accurately on there. If it does, then it may be a short in the temperature cable. They can also try manipulating and flexing the temperature cable to see if this causes the patient temperature to fluctuate drastically. Recommend replacing the temperature probe or cable. If they continue to see the alarm after replacing one, then they recommend replacing the other. Nurse stated they will try this and call back if needed.